Manufacturer narrative:
The pump passed the displacement, unexpected restart, off no power, and self tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support. Unable to confirm the motor error alarm due to the compromised force sensor system alarm. Unable to perform the occlusion, prime or excessive no delivery test due to the alarm. The motor was tested outside of the device and it passed. All operating currents were within specification. No unexpected low battery or off no power alarms noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer attempted to prime insulin pump and piston continued to push insulin out and not stopping. Customer's blood glucose was unknown. Customer reported to be stuck in the preparing to prime loop. Customer reported that numbers did not move. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to. Customer also reported of receiving a motor error alarm. Customer was advised that insulin pump would need to be replaced.